Event description:
As reported by the edwards field clinical specialist, during a transaortic transcatheter aortic valve replacement (tavr) procedure after the 23mm sapien transcatheter heart valve was deployed there was moderate to severe paravalvular leak. A second sapein valve was implanted inside the first valve. Per transesophageal echocardiogram (tee) after the second valve was implanted, the paravalvular leak was reduced to mild. The patient left the operating room in stable condition. Per report, the first valve was positioned correctly; however, moderate to severe paravalvular leak was seen on echo. The physicians post dilated the first valve by adding 0.5cc of contrast and then again with an additional 0.5cc which appeared to make the paravalvular leak worse. Thus the decision was made to deploy a second valve. During the procedure the coaxial alignment of the delivery system and the valve was described as good; image intensifier angle was also reported as acceptable. Ventilation was held during valve deployment and there was no loss of pacing capture during deployment. Pre and post deployment position for the first valve was 50:50 within the annulus; however the patient's native valve, leaflets and aortic root were described as severely calcified.

Manufacturer narrative:
Being that this was a valve in valve procedure there are two possible serial numbers for the first transcatheter heart valve implanted (s/n (B)(4)). To date, the initial reporter has not been able to confirming which valve was implanted first, thus at this time we are unable to determine which valve to report on the 3500a form. The 3500a form will reflect an "unk" serial number under section d of the form. Per the sapien valve instructions for use (IFU) and the thv training guide, paravalvular leak is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. Paravalvular leak can occur as a result of a lack of appropriate sealing of the valve to the target site which can occur due to uneven distribution of calcium. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, patient factors (i.e. Severely calcified native valve/leaflets) appear to have caused or contributed to this event. Of note, per the device's instructions for use (IFU), the edwards sapien transcatheter heart valve (model 9000tfx) with the retroflex 3 delivery system and accessory devices are only indicated for transfemoral delivery in patients with severe aortic stenosis who have been determined by a cardiac surgeon to be inoperable for open aortic valve replacement and in whom existing co-morbidities would not preclude the expected benefit from correction of the aortic stenosis. The safety and effectiveness of the edwards sapien transcatheter heart valve via (transaxillary and transaortic) delivery has not been established, and are not approved methods of delivery for the sapien valve in the united states, nor is endorsed or recommended by edwards lifesciences. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.